Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when placed in the left ventricle. Several attempts of replacing the lead were made but still failed. The patient was then not implanted with any product. No adverse consequences were reported on the patient.

Event description:
New information received notes that the physician alleged the lead could not be fixed on the left ventricle due to the patient¿s vascular stenosis which was difficult to pass through.

Manufacturer narrative:
Analysis was normal. No anomalies were found.